Manufacturer narrative:
(B)(6). The device was returned for analysis. The imaging window was detached from the device and the sheath was found kinked. The imaging window and tip section were not returned for analysis. Functional inspection could not be performed due to the device condition. No other issues or defects were observed during analysis.

Event description:
Reportable based on device analysis completed on 04dec2020. It was reported that the catheter could not cross the lesion. The target lesion was located in the left anterior descending artery. An opticross imaging catheter was advanced but was unable to cross the lesion. The procedure was completed with another of different device. No patient complications were reported. However, device analysis revealed device fracture.